Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The system error 322 was no reproduced during testing but was confirmed through the history log. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a constant system error 322. It was also reported there was no patient injury.